Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt206 adult breathing circuit failed the leak test on a ventilator. They further reported that a pin hole was found on the dry line tube. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt206 adult breathing circuit failed the leak test on a ventilator. They further reported that a pin hole was found on the dry line tube. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: only the dryline tube of the complaint rt206 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: no damage was found to any part of the returned dryline tube. A lot check revealed no other complaints of this nature for lot number 120524. Conclusion: we could find no fault with the dryline tube and could therefore not determine the cause of the leak reported by the customer. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is rejected. The user instructions that accompany the rt206 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."